Manufacturer narrative:
Device is currently being evaluated.

Event description:
Pt was treated for open incisional hernia repair with c-qur mesh. Pt returned 1 month later. Pt had recurrence and the mesh was removed. Possible infection. Surgeon mentioned she did some stretching exercises.